Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from patient on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (this was not reported the physician). Sample 1 retest 1 occured on (B)(6) 2020 with xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (this was not reported to the physician). The result of indeterminate was reported to the physician due to the differing results. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from patient on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (this was not reported the physician). Sample 1 retest 1 occured on (B)(6) 2020 with xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (this was not reported to the physician). The result of indeterminate was reported to the physician due to the differing results. Root cause is target at lod. There is no evidence of product malfunction and no report of patient harm. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.